Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for internal battery during testing. Additionally, left on charge overnight and internal battery still at 0% w/ no lightning bolt symbol, opened to inspect and realized that this unit was an old nurse call, so will 036, also, need in line filter upgrade and detach battery cable upgrade. The device's internal battery need to be replaced to address the issue. The device passed all testing.